Event description:
Information was received indicating that at the end of therapy, it was noted that a smiths medical cadd legacy plus pump finished approximately three hours earlier, despite the setting being correct. The reporter noted that the drug reservoir was empty, but the device did not count down to zero and the given amount was not the full cassette amount either. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information: per additional information received (medwatch) the patient was receiving chemotherapy via outpatient infusion pump (cadd legacy plus). The pump was connected in the oncology clinic and was due to be discontinued in the clinic two days later. The pump finished three hours prior to schedule time. The cassette with medication was empty and the settings on the pump were checked and found to be correct. The reservoir volume should have been empty, but 101 ml remained in the reservoir. The patient returned to the clinic three hours early to have the pump discontinued. The pump rental company was notified, and the pump was returned to infusystem inc. No patient consequences were reported. No adverse effects were reported device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigation recommend the expulsor to be trimmed down to bring the delivery accuracy closer to normal range. The problem source of the reported problem is unknown.